Manufacturer narrative:
(B)(4).

Event description:
This serious spontaneous device report was received from a sales rep via a physician in the united states. The patient of an unknown age and gender experienced pseudoseptic reaction after receiving the euflexxa (1% sodium hyaluronate) injection for an unknown indication. On an unknown date, the patient received a euflexxa injection (number of injections unknown) for an unknown indication. On an unknown date, the patient experienced a pseudoseptic reaction, and the patient was taken to the emergency room to wash it out. The type and duration of treatment was not provided. Euflexxa was discontinued. At the time of the report, the outcome of the event was unknown. Medical history was not provided. Concomitant medications were not provided. Further information has been requested. If new significant data is received, a follow-up report will be submitted.